Event description:
On 8/21/2006, received notification of death from clinical studies. Reason for death listed as unknown. 8/29/2006, rep. Was contacted to obtain cause of death as well as device return status.